Event description:
The facility returned for device for service. During service the baxter repair technician reported that the device underinfused. No reports of any patient incident involving this pump.